Event description:
It was reported that during a da vinci si surgical procedure the monopolar curved scissors instrument broke and a fragment fell into the patient. The fragment was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint the left blade was returned detached from the instrument. Engineering observed the blade fractured at the cross section of the grip cable crimp and half of the cable crimp is exposed. The fractured plane of the blade is nearly straight. No other damage was found.